Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a wisdom tooth procedure at the user facility, the drill was heating up. The procedure was completed with the same device without delay; no adverse consequences or medical intervention were reported.